Manufacturer narrative:
(B)(4). Approximate age of device ¿ 16 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was initially implanted on (B)(6) 2016 and was discharged on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient presented to the emergency department with a supratherapeutic inr of 7.2 and a hemoglobin level of 7.6 g/dl secondary to gastrointestinal (gi) bleeding. Coumadin was held and the patient was transfused with 2 units of packed red blood cells (prbcs) and 2 units of fresh frozen plasma (ffp). Post-transfusion, the patient's inr was 3.2 and hemoglobin level was 9.0 g/dl. Estimated pump flow values and mean arterial pressure (map) readings were reportedly stable. On (B)(6) 2016, the patient was discharged after being provided coumadin nutrition education with an inr of 3.6 and hemoglobin level of 9.2 g/dl (reference range between 14.1 and 18.1 g/dl). On (B)(6) 2016, the patient's inr tested as 8 using a finger stick sample. The patient was sent to the emergency department at an outside hospital where the patient's inr measured as 9.0. The patient was transferred to the emergency department at the implanting center for admission. In the emergency department, an occult stool tested positive for blood. Upon admission the patient's hemoglobin level was 5.5 g/dl. On (B)(6) 2016, a capsule endoscopy was found to be negative. On (B)(6) 2016, a gi bleeding nuclear medicine (nm) scan was performed and the findings were suspicious of gi bleed in the rectosigmoid junction. The patient was observed for several days with no bleeding. On (B)(6) 2016, the patient was restarted on coumadin. Throughout their admission, the patient was transfused with 9 units of prbcs and 3 units of ffp. The patient was discharged on (B)(6) 2016 with an inr of 1.6 and a hemoglobin level of 8.8 g/dl.